Event description:
Two ivc trapease filters seemed to have been damaged in shipping or production and the sterility of the package was compromised. One of the filters the box had a tear on the outside of the box that nicked the filter and pusher packing. The other was discovered during procedure ((B)(4)). The integrity of the sterile pouch was compromised. ¿the damaged packages are unopened. The trapease was damaged upon receipt of the product. There is a tear in the cardboard and a puncture also on the sterile packing of the device. The sheath package has been compromised because it looks like the external pressure that the tore the outside of the box forced the three way stopcock the push through the sterile packaging. The device us kept in the packaged box and is not opened until procedure.

Manufacturer narrative:
Upon receipt, two ivc trapease filters seemed to have been damaged and the sterility of the package was compromised. One of the filters had a tear on the outside of the box that nicked the filter and pusher packing. The other was discovered during procedure ((B)(4)). There is a tear in the cardboard and a puncture also on the sterile packing of the device. The sheath package has been compromised because it looks like the external pressure that the tore the outside of the box forced the three way stopcock the push through the sterile packaging. The device in kept in the packaged box and is not opened until procedure. Two ivc trapease filters were received by the account damaged with the sterility of the packages compromised. One of the boxes had a tear on the outside of the box that nicked the filter and pusher packaging. There is a tear in the cardboard and a puncture on the sterile packaging that looks like external pressure tore the outside of the box forcing the three way stopcock to push through the sterile packaging. The device is kept in the packaged box and is not opened until the procedure. One box of a trapease pvcf fem/jug 55cm csi containing two separated inner pouches was received for analysis. (One pouch contains the trapease pvcf fem components and the other one contains the jug 55cm csi components) per visual analysis, the outer packaging box was received compressed/ crushed at 57.0 cm and torn at 28.0 cm from label side. Also it was observed that the stopcock from one of the received separated pouches (the one containing the jug 55cm csi) seems to have protruded/ripped the jug 55cm csi inner pouch and the outer packaging box altogether. However, the other received separated inner pouch containing the trapease pvcf fem did not present any damage. Besides the observed protruded/ripped condition on the jug 55cm csi inner pouch and the outer packaging box, no damages/anomalies were found on the received trapease pvcf fem and jug 55cm csi devices. Additionally, pouch seals on both received pouches were inspected and the trapease pvcf fem and jug 55cm csi inner pouches were found properly sealed. Equipment used: tool: ruler, ID: (B)(4): due date: (B)(4) 2018. A review of the manufacturing documentation associated with lot 15813255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Controls are in place to verify the thrombectomy system units for damages on inner pouch and outer box; the produced units are inspected 100 % before leaving the facility. Also, several inspections are performed through all the thrombectomy system assembly process operations. A risk assessment has been opened for this issue. The complaint reported by the customer ¿storage tube ¿ damaged¿ was not confirmed since no damages or anomalies were found on the received storage tube. The complaints reported by the customer ¿packaging/pouch/box- damaged-inner package¿ and ¿packaging/pouch/box- compromised sterility-sterile barrier breached¿ were confirmed due to the condition of the products as received for analysis; however the cause of these damages could not be conclusively determinate during product analysis. It is unlikely that the devices left the manufacturing facility in such a damaged state. It is more likely that the damage occurred during shipping and handling of the devices. With the information provided no conclusion can be drawn. Please note that the related event listed in complaint number (B)(4), is reported under manufacturing report number 9616099-2014-00330.

Manufacturer narrative:
Please note that the event date is provided only for purposes of submitting the report as the exact event date is not known. Please note that the related event (B)(4), is reported under manufacturing report number 9616099-2014-00330. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two ivc trapease filters were received by the account damaged with the sterility of the packages compromised. One of the boxes had a tear on the outside of the box that nicked the filter and pusher packaging. There is a tear in the cardboard and a puncture on the sterile packaging that looks like external pressure tore the outside of the box forcing the three way stopcock to push through the sterile packaging. The device is kept in the packaged box and is not opened until the procedure. One box of trapease pvcf fem/jug 55cm csi was received for analysis. The box was received compressed/crushed at 57.0 cm and torn at 28.0 cm from label side. The stopcock seems to have protruded/ripped the jug 55cm csi inner pouch and the outer box. Per visual analysis inner pouch of trapease pvcf did not present any damage and also no damages/anomalies were found on the received trapease pvcf fem and jug 55cm csi devices. Additionally both trapease pvcf fem and jug 55cm csi inner pouches were found properly sealed. A review of the manufacturing documentation associated with lot 15813255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer ¿storage tube ¿ damaged¿ was not confirmed since no damages or anomalies were found on the received storage tube. The complaints reported by the customer ¿packaging/pouch/box- damaged-inner package¿ and ¿packaging/pouch/box- compromised sterility-sterile barrier breached¿ were confirmed due to the condition of the product as received for analysis; however the cause of these damages(outer box compressed/crushed and torn and inner pouch ripped) found on the packaging outer box and inner pouch, could not be conclusively determinate during product analysis; product analysis results and DHR review results do not suggest that these damages are related to the manufacturing process. Shipping, storage and handling factors may have contributed to the damages found. Controls are in place to verify the thrombectomy system units for damages on inner pouch and outer box; the produced units are inspected 100 % before leaving the facility. Also, several inspections are performed through all the thrombectomy system assembly process operations.a risk assessment has been opened to address the issue. Please note that the related event listed in complaint number (B)(4), is reported under manufacturing report number 9616099-2014-00330.

Manufacturer narrative:
Two ivc trapease filters were received by the account damaged with the sterility of the packages compromised. One of the boxes had a tear on the outside of the box that nicked the filter and pusher packaging. There is a tear in the cardboard and a puncture on the sterile packaging that looks like external pressure tore the outside of the box forcing the three way stopcock to push through the sterile packaging. The device is kept in the packaged box and is not opened until the procedure. One box of trapease pvcf fem/jug 55cm csi was received for analysis. The box was received compressed/crushed at 57.0 cm and torn at 28.0 cm from label side. The stopcock seems to have protruded/ripped the jug 55cm csi inner pouch and the outer box. Per visual analysis inner pouch of trapease pvcf did not present any damage and also no damages/anomalies were found on the received trapease pvcf fem and jug 55cm csi devices. Additionally both trapease pvcf fem and jug 55cm csi inner pouches were found properly sealed. Equipment used: tool:ruler, ID: (B)(4), due date:12/13/18. A review of the manufacturing documentation associated with lot 15813255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer ¿storage tube ¿ damaged¿ was not confirmed since no damages or anomalies were found on the received storage tube. The complaints reported by the customer ¿packaging/pouch/box- damaged-inner package¿ and ¿packaging/pouch/box- compromised sterility-sterile barrier breached¿ were confirmed due to the condition of the product as received for analysis; however the cause of these damages(outer box compressed/crushed and torn and inner pouch ripped) found on the packaging outer box and inner pouch, could not be conclusively determinate during product analysis; product analysis results and DHR review results do not suggest that these damages are related to the manufacturing process. Shipping, storage and handling factors may have contributed to the damages found. Controls are in place to verify the thrombectomy system units for damages on inner pouch and outer box; the produced units are inspected 100 % before leaving the facility. Also, several inspections are performed through all the thrombectomy system assembly process operations. A risk assessment has been opened for this issue. The complaint reported by the customer ¿storage tube ¿ damaged¿ was not confirmed since no damages or anomalies were found on the received storage tube. The complaints reported by the customer ¿packaging/pouch/box- damaged-inner package¿ and ¿packaging/pouch/box- compromised sterility-sterile barrier breached¿ were confirmed due to the condition of the products as received for analysis; however the cause of these damages could not be conclusively determinate during product analysis. It is unlikely that the devices left the manufacturing facility in such a damaged state. It is more likely that the damage occurred during shipping and handling of the devices. With the information provided no conclusion can be drawn.

Manufacturer narrative:
Device was received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Product analysis is pending and will be submitted within 30 days of receipt.